Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose and diabetic ketoacidosis. The blood glucose reading was 400 mg/dl. The customer experienced symptoms of nausea, vomiting, chest pains, and dizziness. The customer was treated with an insulin drip and potassium. The customer was wearing the insulin pump at the time of the hospitalization, but it was removed upon admission. The drive support cap appeared normal and recessed. The customer did not want to troubleshoot for high blood glucose.